Manufacturer narrative:
The company opened a CAPA to investigate late reporting issues. After a retrospective review, this complaint was found to be reportable to the us FDA and is therefore reported now.

Event description:
Reportedly, when the subject home monitor was installed at the patient address, the pairing between the associated ICD and the home monitor could not be stablished. The patient initiated transfer (pit) button was constantly lighting in red.